Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced oridion pcb for error 571.6240. The probable cause of the reported issue was due to electrical failure of the bd assy oridin etco2 v1 rohs. A review of the device history record showed the device had a manufacture date of 06apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure (B)(4) for leaked down - failed which does not correlate to the customer reported issue. A review of the complaint history record was performed which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.